Manufacturer narrative:
D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, two tubes exhibited defective stopper molding and loose closure resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. After review and analysis of the customer photos, blood leaking is seen in the bag in the first picture, and defective stopper molding is seen in the second, third, and fifth pictures. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure modes: defective stopper molding and stopper creepout based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, two tubes exhibited defective stopper molding and loose closure resulting in sample leakage. No adverse impact was reported regarding the patient or user.